Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus elite ous mr 8 x 3.50mm stent delivery system was returned for analysis. No stent returned. Stent had been separated from delivery system. The balloon was reviewed and appeared deflated. The balloon has signs of positive pressure applied with folds relaxed. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues with the tip. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21jul2020. It was reported that crossing difficulty was encountered. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. After crossing the lesion with a non-bsc guidewire, pre-dilatation was performed with a non-bsc balloon catheter. Subsequently, a 8 x 3.50 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device followed by post dilatation. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent detach.